Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the device caused or contributed to a death or serious injury. Additional information was received which indicated that per the physician, the delivery catheter system (dcs) did not cause or cont ribute to the vascular injury, which was a perforation. Per the physician, the perforation was related to the external introducer sheath. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was discarded; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, trace-mild unspecified aortic r egurgitation was noted. While waiting for the patient to be extubated, the patient's blood pressure dropped. Medication was administered and the patient was moved from the operating room. When the patient was transferred to the bed, the blood pressure dropped again. A blood transfusion, fluid replacement, and medication were administered. A computed tomography angiography showed blood leaking from the access vessel. A stent graft (via burn) was inserted from the contralateral left transfemoral of the valve access blood vessel for repair. Following the stent graft placement, hemodynamics were stable. No additional adverse patient effects were reported.